Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a scheduled device check, non-sustained rv oversensing due to intermittent lead oversensing was observed. The physician elected to take no action and the event was resolved on the same day. The patient received no sequelae.